Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that when an 840 ventilator was powered on the device displayed a flow sensor calibrator error and was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The evaluation and repair of the device is ongoing and has not been completed.